Manufacturer narrative:
Additional information received on dec/7/2015. The instrument burned at the connection of the forceps and the cable with crepitus, sparks and smoke. There was risk of burn for the patient and surgeon.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the forceps burnt the patient. Subsequent report (B)(6) 2015, this is a general remark from the surgeon about bipolar forceps. No current event. Two of twelve.

Manufacturer narrative:
8/27/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the electrode is on short-circuit. The electrical insulation is compromised under the tube. However, this part is not in patient contact. The risk of electrical arc and so of patient burn is very low. Device history evaluation - no nonconformity related to this issue for this lot. Conclusion: the cause of this defect cannot be determined with absolute certainty. It may come from a manufacturing defect during the coating of the electrode's wires or the formation of an electric arc, probably due to the presence of humidity on the connection zone. It can come from a defect of cleaning or of drying of the instrument.